Manufacturer narrative:
The device was returned for investigation which concluded that burn damage to the cvac aspiration system was related to use error of the laser system (a non calyxo device) while within the working channel of the cvac system. The cvac aspiration system IFU has a warning statement: "do not activate a laser with a laser fiber tip within the lumen of the cvac aspiration system. Doing so may cause patient injury and/or damage to the cvac aspiration system." The lot history review (lhr) for lot # 82459709 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution.

Event description:
On (B)(6) 2025, a 34-year-old male patient underwent a steerable ureteroscopic renal procedure (sure). During the procedure, a cvac device encountered an unresolved clog. The device was replaced and the procedure was completed. No patient adverse events were reported. Investigation of the returned device on (B)(6) 2025 revealed damage to the cvac aspiration system.